Event description:
Information was received indicating that a cadd administration set was returned to the pharmacy due to the patient line being disconnected. Per reporter, it is unknown why the line was disconnected the patient was given another pump no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).